Event description:
The patient came into the ed an overdose of unknown multiple drugs.the patient arrested several times before stabilizing and transferring to msicu. Patient was received from ed to msicu when the nurse reports that she noticed that the neosynephrine drip had run dry.the nurse (pharmacist) prepared a quad-strength neosynephrine drip due to the patient's fluid status.the nurse prepared 160mg in 250ccs. She set the alaris guardrails to run at 15cc/hr.shortly after it was noticed that the patients bp had increased up to a systolic of 160's (it had been 60-80 systolic)and the patient became very tachycardic. Less than 2 hrs later, the nurse reports that the bag of quad-strength neosynephrine had run dry and the pump was not alarming.the nurse immediately began to have another bag prepared while very concerned about how quickly the pump delivered the medication.the patient's bp dropped completely and the patient went into full arrest.